Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter-to-meter comparison of 68 mg/dl using another device and 110 mg/dl using true metrix meter and 93 mg/dl using another device and 114 mg/dl using true metrix meter. The customer¿s expected am fasting blood glucose test result range is 110-124 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Customer stated that he went on vacation and not storing strips correctly in the humid weather. The test strip lot manufacturer¿s expiration date is 07/31/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 114 mg/dl date: 6/12 time: 10:17am fasting. Result 2: 110 mg/dl date: 6/12 time: 12:08am fasting. Result 3: 153 mg/dl date: 6/1 time: 7:14pm fasting before meal. Result 4: 111 mg/dl date: 5/23 time: 10:26am fasting. Result 5: 122 mg/dl date:5/02 time: 10:54am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 23-jun-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.